Event description:
(B)(4). Initial info reported by a physician to a sales rep on (B)(6) 2009: a male received injectable poly-l-lactic acid (sculptra) (lot number and exp date unk) (dosage, indication, therapy dates unk) and approximately one year post treatments, presented to the physician with swollen, hard and inflamed cheeks. Medical history and concomitant medications were not provided. No further relevant info reported. Additional info received from a physician on 04-aug-2009: received via fax medical records for pt from center for plastic surgery. Pt received an injection on (B)(6) 2008 of 12cc of poly-l-lactic acid (lot # a7016, exp date 30-apr-2009) that was diluted with 5cc of sterile water per vial on (B)(6) 2008. On (B)(6) 2008, pt received injection of 12cc of poly-l-lactic acid (lot # a7016, exp date 30-apr-2009) diluted with 5ml of sterile water per vial on (B)(6) 2008. On (B)(6) 2008, pt received 12cc of poly-l-lactic acid (lot # a7017, exp date 30-jun-2009) diluted with 5cc of sterile water per vial on (B)(6) 2008. On (B)(6) 2008, pt received injection 9cc of poly-l-lactic acid (lot # a7020, exp date 31-jul-2009) diluted on (B)(6) 2008. On (B)(6) 2009, received injection of 5cc of poly-l-lactic acid (lot # a7020, exp date 31-jul-2009) diluted with 5ml of sterile water per vial on (B)(6) 2009. On (B)(6) 2009, pt received 5.5cc in right cheek and 5.5 cc in his left cheek (lot # a7020, exp date 31-jul-2009, lot # a-7017, exp date 30-jun-2009) diluted with 5ml of sterile water per vial on (B)(6) 2009. In all treatments, local anesthetic (lidocaine with epinephrine) was used. Pt has a medical history of (B)(6) and tumors removed from backside. No further info reported. Additional info for sculptra (lot number and expiration date - not provided) from (B)(4); batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Manufacturer narrative:
Add'l lot #s, exp and impant dates: lot # a7016, exp 04/30/2009, implanted (B)(6) 2008. Lot # a7017, exp 06/30/2009, impl (B)(6) 2008. Lot # a7020, exp 07/31/2009, impl (B)(6) 2008. Lot # a7020, exp 07/31/2009, impl (B)(6) 2009. Lot # a7020, exp 06/30/2009, impl (B)(6) 2009. Lot # a7017, exp 07/31/2009, impl (B)(6) 2009.